Event description:
The nurse was providing caps to the surgeon and as she assembled the in line approximator she noticed that the driver inside the approximator was not held tightly. The patient was not impacted and there was no delay as another in line approximator was used in order to complete the case. The procedure was successfully completed. This report is for one (1) exp 4.5 in-line approx inserted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary : the product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the exp 4.5 in-line approx insert. A dimensional inspection was unable to be performed due to device design. A functional test was not conducted since the mating device was not returned for examination. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the exp 4.5 in-line approx insert was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the receiving inspection documents for product code 286240096, lot number nw131155 was performed; and identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.